Event description:
During an alif procedure at l4-l5, l5-s1, the tip of the screwdriver for synfix -lr broke off in the head of a screwdriver. Surgeon attempted to retrieve the screwdriver tip but felt it was 'cold welded' to the screw head. The surgeon felt that removing the screw would compromise the vertebral body and decided to leave the screw in place. Surgeon used another screwdriver to complete the procedure.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn at this time.